Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: during investigation, a review of the pump¿s black box showed loss of prime warnings (cs162) with an unidentified low force. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal program and no loss of prime alarms or other warnings occurred. The force sensor calibration was found to be within required specifications. The pump case was removed and the force sensor pins were observed to be seated properly and the solder connections intact. There was no evidence of contamination or cracked force sensor traces and no evidence of moisture or loose components inside the pump. The loss of prime issue was shown in the pump history but was unable to be duplicated during investigation. Unrelated to the loss of prime issue, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.